Manufacturer narrative:
Evalution summary: the device is an automatic external defibrillator and the actual device involved was returned for evaluation. Testing confirmed the complaint as the device would not power up. Visual examination found corrosion from ingress of a contaminate on the motherboard around memory chips, causing these chips to fail. After this board was replaced, the device passed acceptance tests and was shipped to the customer.

Event description:
It was reported that paramedics were trying to assist a pt who was in cardiac arrest. Tried to shock the pt twice and got a lead fault. Pads were repositioned to the same place, machine turned off and back on, and then the shock was delivered.